Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient misplaced their patient programmer and charging system several months ago. Reportedly, the ipg was confirmed inoperable due to failure to recharge the system as recommended. Surgical intervention will be undertaken to replace the device.

Event description:
Follow-up identified surgical intervention wherein the ipg was explanted and replaced with a new model. Effective therapy was restored postoperatively. The issue is resolved